Event description:
Total hip was removed for infection. No additional information is available.

Manufacturer narrative:
The following devices were also listed in this report: trident 0 deg insert 36mm; cat# 623-00-36d; lot# kh0j4p. Tridentii tritanium cluster50d; cat# 702-04-50d; lot# 70356401a. Unknown joint replacement_product; cat# unk_jr; lot# unknown. Unknown joint replacement_product; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patients experience. An event regarding infection involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicates there is nothing remarkable to report. Material, dimensional and functional inspections not performed as these aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar events for lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports including the strain of infection identified, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Total hip was removed for infection. No additional information is available.